Event description:
No additional information.

Manufacturer narrative:
Photo received for investigation. Through visual inspection, a medicine vial is displayed, black foreign matter can be observed inside. Unable to confirm if this particle originated from the needle or from the stopper of vial. Physical sample is required to further analyze. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precision glide 18x1-1/2in was coring. The following information was provided by the initial reporter translated from portuguese to english: visualization of macroparticles inside the medication bottles after puncturing the rubber for dilution. The puncture was done with a 40x12 needle, in accordance with our practice. We are receiving some notifications that may be related to the material described below. We believe that the root cause of the problem could be the inappropriate use of the item. Does bd have any educational material explaining the proper use of the 40x12 probe ref. 300017?